Manufacturer narrative:
The complaint sample was returned to greatbatch incomplete with a small section of the adaptor received for evaluation, and therefore the root cause of the malfunction as reported cannot be confirmed. A process review was completed and no discrepancies were found. No further investigation is required. (B)(4).

Event description:
It was reported during a total hip procedure the surgeon was reaming the acetabulum and the reamer handle broke at the power coupling adaptor. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch for evaluation. Once complaint sample is received an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by (B)(4).

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.